Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed power loss. Customer was assisted with troubleshooting. Customer's blood glucose was 152mg/dl at the time of incident. Customer state that even with new batteries inserted the insulin pump alarm power loss alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump's history was also checked and power errors were found. Troubleshooting for power error detected was performed and customer was advised on how to resolve power error detected. The insulin pump was returned for analysis.